Event description:
Additional report received indicated patients' system was explanted.

Manufacturer narrative:
B3-date of event is estimated

Event description:
It was reported the lead was exhibiting high impedances on most contacts and also not providing effective therapy. Programming was unable to solve the issue. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.